Manufacturer narrative:
Product analysis the reported endoleak could not be confirmed on the pre-implant films provided; therefore, the cause and type of the endoleak could not be determined. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak source/cause. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Instructions for use for the valiant captivia stent graft advises that the aortic section of the stent graft be oversized by 10 to 20%. It is possible that under sizing of the stent graft in the patient may have been a factor in the reported endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 94 mm thoracic aortic aneurysm.. It was reported that during the index procedure, vamc3232c150tj was implanted from the entrance of the aneurysm and a non-medtronic stent was implanted from zone 2 on the proximal side. Endoleak type 1a was noted, so a balloon touch-up was performed. It was stated that final contrast was performed, where the endoleak type 1a was still visible and the inflow of contrast decreased, so follow-up was performed. It was confirmed there has been no intervention or no follow-up performed as yet. As per the physician the cause of the event can not be determined. The physician commented that there was little direct causal relationship with the valiant implanted. No additional clinical sequalae were reported and the patient will be monitored.